Event description:
It was reported that the battery was not communicating, pump motor drive off post, and base not responding. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection showed chipped top case corner, cracked bottom case by l-bracket. The event history log was reviewed and found battery communication timeout, battery not working, pump motor drive phase b post, pump motor drive off post, and base not responding. Cannot duplicate any battery error or pump motor drive post error. The pump motor drive off post alarm is related to the battery communication timeout alarm and can occur when the pump is operating on battery power and nearly depleted. Unable to determine the cause of either alarm as no damage was found on the battery or any boards. Base not responding also could not be duplicated, it is an advisory alarm that occurs if the pump is powered off within 5 seconds of the pump being powered on. Turning the pump back on will clear the alarm. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.